Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to remove excess skin overgrowth from around the abutment site. During the same surgery, a longer abutment was placed on the implanted fixture.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient's abutment was subsequently removed on (B)(6) 2013. This abutment is not available for analysis. There are no plans to replace the abutment as of the date of this report, (B)(6) 2013. Correction: the implanted device remains; device evaluation is not anticipated as previously reported. Correction: the correct patient identifier is (B)(6) as previously reported. (B)(4).